Event description:
In 2004, the pt reportedly was seen by the surgeon. At that time, surgeon observed redness of the skin on the implant site. A culture confirmed a staph infection. Antibiotics were prescribed. The pt one month later was seen by the surgeon. At that time, the surgeon observed that the inflammation and infection had been resolved. However, the implant was protruding. The surgeon decided that the pt's cii device required explantation.